Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was in the hospital and passed out. Customer experienced high blood glucose. Customer stated transmitter connected to insulin pump and meter as well. The insulin pump will not be returned for analysis.